Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple intermittent cartridge errors occurred during the load process for the past year. There was no impact to the customer's blood glucose levels. Reportedly, the customer would use manual injections as alternate insulin therapy.